Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.50 diopter, into the patient's right eye (od) on (B)(6) 2018. The surgeon notes excessive vault, significant reduction of irido-corneal angles (ica), pigment dispersion, and glare/halos. Reportedly, the patient sees halos and glare at dusk and can't drive. The surgeon is continuing to monitor the patient; the lens remains implanted.